Event description:
Customer states the battery will not hold a charge or calibrate. No reports of pt impact.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.